Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-2329 (lot: 0012702005); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using an 18 millimeter (mm) balloon. It was noted that there was no issues identified during loading. Upon the first deployment attempt, the implant depth was shallow and the valve was recaptured. Upon the second deployment attempt, an infold was observed. Subsequently, the valve was recaptured and withdrawn from the patient. Another pre-implant bav was performed using a 20 mm balloon, and a new valve, new delivery catheter system (dcs), and new compression loading system (cls) were used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using an 18 millimeter (mm) balloon. It was noted that there was no issues identified during loading. Upon the first deployment attempt, the implant depth was shallow and the valve was recaptured. Upon the second deployment attempt, an infold was observed. Subsequently, the valve was recaptured and withdrawn from the patient. Another pre-implant bav was performed using a 20 mm balloon, and a new valve, new delivery catheter system (dcs), and new compression loading system (cls) were used to complete the procedure. No patient complications were reported as a result of this event. Additional information was received that a procedural delay occurred as a result of the infold. Per the physician, the patient's bulky calcification of the valve leaflets contributed to the infold.